Event description:
The pt's wife reported that the pt has been experiencing retrograde ejaculation since his prostiva procedure done a few months prior. No further info could be obtained.

Manufacturer narrative:
To date the device has not been returned to medtronic for eval. If further info is received or the device returned, a follow-up medwatch report will be sent.